Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that after a successful trial, the patient went in for full implant on (B)(6). The patient turned stimulation on 5 days post-operatively and three hours later had a rash across their back. The patient was on their way to the emergency room at the time of the call. The rep called in later that day and stated that the patient had been given medication to address the rash and the anxiety. The rash looked 50% better than initially and the patient was feeling better. The patient had an appointment the following day and was instructed to turn the stimulation on and off to test if the rash comes back. The patient's wife indicated that no new soaps or detergents were being used. Additional information received from the rep indicated that they had been texting with the patient and they said the rash continued to improve. They continued to use medications provided, but the source of the rash remains unknown. There were no device issues alleged and there was no further action planned at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.